Event description:
Customer reported having issues with sensor being in accurate even after receiving a new transmitter. Customer stated the inaccurate reading will cause the insulin pump to go into threshold suspend. Customer stated the blood glucose was 59 mg/dl, then 98 mg/dl, and then 122 mg/dl. Customer was unable to perform troubleshooting. Customer was advised to calibrate three to four times a day. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.